Event description:
Surgeon implanted device without issue. He had left and was called back because the pt coded. Blood pressure was low, they gave epinephrin and performed CPR. After 12-14 minutes the pt regained a pulse. Pt was intubated. Found blood around the heart. 300cc's. Surgeon believes there was a hole near the heart, a small hole. He looked at the peel away sheath and it seemed to harp. He believes that if he ran it across his hand it would cut his glove and his hand and he wonders if that may have caused the hole. Pt was short, placed right at clavicle. Device was in pt approx 20 minutes before pt coded.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the pt. A lot history review (lhr) of rewk0705 showed no other similar product complaint(s) form this lot number.